Manufacturer narrative:
The astral device was returned to resmed for an extensive engineering investigation. Review of the device logs confirmed the device self-test failure and a single occurrence of system fault (sf180). Sf180 occurred in the device after a new battery was installed and the error could not be reproduced after the battery was fully charged. Based on all available evidence and the previous investigations of similar complaints, it was determined that the device failure to complete its internal self-test was due to a software issue. The device was recalibrated to resolve the issue. The investigation determined that the system fault (sf180) was most likely due to the device operation in a temperature condition outside the device specification. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed a system fault (sf180) error message indicating a battery charger fault. There was no patient injury reported as a result of this incident.